Event description:
The customer reported the c-arm lift function is not working. No pt injury was reported.

Manufacturer narrative:
The svc rep found the ps3 power supply is not supplying 36 volts to the lift motor. Ordered ps3 power supply. Replaced power supply. Power supply did not fix problem. Re-ordering ps3 power supply for replacement. New power supply resolved problem.